Event description:
The reporter indicated that a 12.6mm toric implantable collamer lens was implanted into the patient's right eye (od). It is reported that it will be replaced for a 12.1mm lens.

Manufacturer narrative:
Weight-race:unk. (B)(4).

Manufacturer narrative:
Additional information: h10: it was later clarified that this claim was reported in error. Disregard initial MDR submission. Claim #(B)(4).